Event description:
It was reported that the customer had high blood glucose levels of around 200 mg/dl to 300 mg/dl. It was reported that the customer was hospitalized for chest pains on her left side. It was reported that the hospitalization was not insulin pump related. The customer reported unexplained high blood glucose levels despite taking insulin to cover the food she takes. The customer was going to consult the health care provider regarding basal settings on the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.